Event description:
The MFR received info alleging a "service required" and "cannot charge internal battery" alarms condition occurred on a ventilator. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, errors related to the oxygen blender board and the internal battery were found in the ventilator's downloaded event log. The device's oxygen blender board and internal battery were replaced to address the issues.